Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient reported this device had been emitting tones. Device interrogation revealed the device had set elective replacement indicator (eri) and device longevity had decreased from eleven months to eri over a two month time period. Data analysis was requested and premature battery depletion was confirmed. The device was explanted and returned for testing. No additional adverse patient effects were reported.